Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a routine follow-up, noise was noted in the device and right atrial (ra) lead. Additionally, it was noted the safety switch had tripped on the ra lead indicated a high out of range impedance measurements. The ra lead was programmed back to bipolar configuration. Further testing revealed no anomalies. The patient will continue to be monitored appropriately. No adverse patient effects were reported.

Event description:
Subsequent information was received as the out of range impedance measurements were confirmed to be low along with ongoing noise. As a result, insulation damage was suspected. The doctor was notified and will continue to monitor the patient. No adverse patient effects were reported.